Manufacturer narrative:
The customer declined ge service. No repair information available. Customer contact reports no patient information is available. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient involvement.